Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report 1627487-2011-07077. The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt could not turn the amplitude above perception with her pt programmer (pp). Pt had high impedance and lost stimulation. Pt reported she had a fall in the bathroom on the site of the ipg about a month prior to the alleged issue. Pt x-ray revealed that the connections were intact, and that the lead hadn't moved. No further info is available at this time.